Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to duplicate the reported issue. Testing was performed and the device passed all tests and the device was additionally ran a program for an extended period of time with no issues occurring.. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: smiths medical received additional info customer response providing the event date, patient demographics and that there was no injury. Received (B)(6) 2020.

Event description:
It was reported that the smiths medical cadd ms3 pump kept asking to replace battery. No adverse effects reported.

Event description:
It was reported that the smiths medical cadd ms3 pump kept asking to replace battery. No adverse effects reported.